Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient experienced drain volume that was over 204% of their fill volume. The patient stated they felt full towards the afternoon but were able to complete treatment. There were no alarms reported. The patient had a last drain volume of 3069 ml and their largest fill volume was 1505 ml. The reported large drain of 3069 ml was 204% over the expected volume which resulted in a reportable device malfunction. The patient did not require any medical intervention due to this event. The patient received a new cycler and has continued with peritoneal dialysis therapy without further complications.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. The device was subjected to a simulated treatment test which was completed without any failures or alarms. There were no discrepancies encountered in the internal inspection of the device. The system air leak test and valve actuation test passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.